Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the probe unit damaged due to the presence of sharp dents. Additional evaluation findings are as follows: 1.) Angle wires stretched; 2.) Control knob problem; 3.) Bending sheath damaged; 4.) Missing echo signals due to piezoelectric elements damaged in the ultrasound probe. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model gf-ue160-al5, ultrasonic gastrovideoscope to olympus for repair due to a report of "ultrasound specific issues - crystals are damaged." Upon inspection and testing of the returned device, the probe unit was found damaged due to the presence of sharp dents. This report is submitted due to the finding of probe unit damaged due to the presents of sharp dents. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.